Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 7300tfx 27mm mitral valve, implanted for 6 years and 7 months, was explanted due to calcific degeneration leading to mitral stenosis. Indication for native valve replacement was mitral insufficiency with a calcified annulus. Another edwards mitral valve of the same model and size was implanted in replacement. After the procedure, the patient was noted as to be hospitalized in good condition.

Manufacturer narrative:
Device evaluated by MFR : evaluation summary: customer report of calcific degeneration leading to stenosis was confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the inflow aspect and 7mm on leaflet 2 at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm at commissure 2 and leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture pledgets remained attached around the sewing ring around leaflet 1 on the outflow aspect. Engineering task will not be assigned as this valve was implanted five years or greater with confirmed calcification and structural valve deterioration. Additional manufacturer narrative: updated sections concomitant medical products and device evaluated by MFR.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.